Event description:
Nellcor puritan bennett received a call from a representative of the user facility in 2000. The user facility called to report the following problem: patient was found with inner cannula of trach and vent tubing disconnected from the vent. Allegedly there was no audible alarm. The patient was bagged and then expired. Unit was placed into quarantine.